Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the noise was coming from the backplane board. The executive processor board was replaced. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit made a high pitched noise on power up. There was no patient involvement.